Event description:
It was reported that this pacemaker was part of system revision due to an infection, back pain, and a hard heartbeat after the implant. Reportedly, the patient was nauseous, was hospitalized for six days, and was prescribed medication for heart inflammation due to pericarditis. A month later, the incision was found to be red and swollen, and the doctor lanced and extruded tons of infectious pus, revealing a deep infection and that the pacemaker needed to be removed. The patient was on antibiotics for ten days. The pacemaker eroded through the skin, causing bleeding on her pajama top. The pacemaker was found to be close to her armpit, contributing to her pain. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.